Event description:
It was reported that a patient experienced an unresponsive sleep/wake button on the ilet pump, with difficulty unlocking in cold conditions and when the pump was worn in a bra, and the agent provided education that the button response is temperature dependent and advised keeping the pump in a pocket or away from direct body contact. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy without alerts or alarms and no medical intervention. Investigation included complaint handling with user troubleshooting and education. Investigation of this case revealed temperature-related input recognition affecting the sleep/wake function, consistent with expected device behavior under environmental or body heat conditions. It was concluded, based on previously established findings for similar reports, that the cause was environmental factors affecting the user interface performance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.